Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. In addition, based on the results of the investigation, a definitive root cause for the malfunction "the fibre bonding in the outer tube area (distal end) is damaged" could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the laparoscope gynecologic exhibited damage to the fibre bonding in the outer tube area at the distal end, and the locking line key plug of the video cable section contained foreign material. There was no patient involvement.